Event description:
During a post implant follow-up, an x-ray revealed that the leadless pacemaker (lp) was dislodged into the inferior vena cava. The lp was retrieved to resolve the event. The cause of the dislodgement was not known. The patient was in stable condition.

Manufacturer narrative:
Visual analysis was performed and the outer helix and inner helix were within specification. Electrical testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.